Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during a follow up in clinic, the device was observed to pop out of the patient's skin and was hanging out of the patient's pocket. The device was explanted and the patient was stable.